Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-01557. It was reported the patient was not receiving effective coverage in the desired area. As a result, surgical intervention was undertaken, explanting and replacing the scs system with a competitor's system.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.